Event description:
It was reported that at the user facility the device was smoking. No further information regarding this event was reported by the user facility.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This MDR was filed as a result of an acquisition remediation to align with stryker instruments¿ current filing strategy thresholds. (B)(4) was notified of these reports on (B)(4) 2014.

Event description:
It was reported that at the user facility the device was smoking. No further information regarding this event was reported by the user facility.